Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, lot# serial# unknown, implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information reported there was a persistence of infection at the electrode site. Admission for electrode explant and discharge were on the same day. Antibiotics were given. The event was considered resolved.

Event description:
It was reported there was a local infection at the exit of the orifice of the extension and the incision on the right buttocks following a trial. The infection was found (B)(6) 2014 at a clinic visit. It was unknown if there was a culture taken. Intervention included antibiotic treatment and wound care. The event was ongoing at the time of report. The infection was considered serious and was related to the device and implant procedure.